Event description:
The distributor contacted heartsine to report that their device was failing to power on. Failure to power on may prevent or delay defibrillation therapy. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue. The device performed to specification with no abnormalities found. Given no fault or abnormalities identified with the returned device and pad-pak, the investigation can only suggest that the pad-pak was incorrectly seated at the time of the event, as evidence within the communication log suggests. The root cause of the issue was unable to be confirmed as there was no device problem found during evaluation. The device was scrapped by heartsine and the customer was provided with a replacement device. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The distributor contacted heartsine to report that their device was failing to power on. Failure to power on may prevent or delay defibrillation therapy. There was a patient involved with the reported event, however the distributor confirmed that the patient survived.

Event description:
The distributor contacted heartsine to report that their device was failing to power on. Failure to power on may prevent or delay defibrillation therapy. There was a patient involved with the reported event, however the distributor confirmed that the patient survived.

Manufacturer narrative:
Section a1, b5 and h6, heath impact code have been corrected to state the event was patient related but no adverse event was reported. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.